Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the atrial lead had displaced. At the generator change, the lead was attempted to be repositioned, but the helix would not retract. The lead was capped and replaced. No patient complications were reported as a result of this event.